Event description:
During a stenting procedure in the left common iliac artery, the stent did not entirely cover the lesion. It appeared that the stent was only 30mm instead of 40mm. No further intervention was performed. There was no report of any difficulty advancing the sds to the lesion or crossing the lesion, and the vessel was not noted to be calcified. The stent markers were noted to be correctly positioned prior to deployment, and no longitudinal force was applied during deployment. As per the reporting affiliate, no additional pt or procedural info is available. There was no report of pt injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.